Manufacturer narrative:
(B)(4). For the reported event of stent positioning problem. According to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex esophageal ng distal release covered stent was implanted to treat a malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stent deployment suture was completely unraveled, but the stent could not be released from the delivery system. The delivery system was waggled and suddenly the stent deployed in an incorrect location. The physician was comfortable leaving the stent implanted and another ultraflex esophageal stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.